Event description:
Whitacre spinal needle was broken off in pt and required surgical removal of broken fragment. Pt was to be treated with arthroscopy of the knee joint by means of spinal anesthesia. Proceeding at a level of l3/4, then bone contact was felt. To correct its positioning, the needle was drawn back. While redrawing the needle, a loss of resistance was felt and a slight snapping in the needle was noticed. Visual inspection of the needle showed that approx. 2 cm of the needle tip were missing. Surgical removal of broken needle was performed under general anesthesia with pt in a prone position. Needle tip was captured after skin incision and freeing the tip in the soft tissue and muscle by using a small forceps followed by closing the wound with interrupted suture. After transposition of the pt to dorsal position, arthroscopy was conducted. The pt did not show any postoperative discomforts in his back related to the surgery. The neurological status of the low extremity was also inconspicuous.